Event description:
Caller stated that their family member administered insulin in the evening based on a test result from a freestyle blood glucose meter. Next morning the family member was unresponsive and was taken to hospital where family member was treated for an insulin reaction and released. No information was available from caller about the blood glucose result or amount of insulin administered. Caller also reported freestyle readings that were higher than doctor's meter. Actual test results and type of meter used by doctor not available. No further action anticipated.